Manufacturer narrative:
Claim#: (B)(4).

Manufacturer narrative:
H6-investigation type 4110: lens work order search- no similar complaint event(s) within associated lots were found. Claim#: (B)(4).

Event description:
The reporter indicated that a 12.6mm vticmo 12.6 implantable collamer lens of -14.50/2.0/092 (sphere/cylinder/axis) lens tear/break during loading. The lens was not implanted into the patient's right eye (od). A replacement lens was implanted and the problem was resolved.